Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess), the site was unable to track the suction. Site stated that the suction was added to the toolcart along with patient tracker but when the emitter details panel was opened the instrument tracker was not in the active tools page. A medtronic representative recommended site to reseat the tracker but the surgeon opted to continue the case without navigation system. Surgeon opted not to troubleshoot the system. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.